Manufacturer narrative:
Other text: this supplemental MDR corrects the year masimo was made aware of this complaint. G4. Date received by manufacturer updated from 06-feb-2025 to 06-feb-2026. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text : product not returned.

Event description:
The customer reported that the device has a charging problem. When leaving the unit running on battery once the charge gets to 75% the unit shuts off. There was no alarm or error notification. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported that the device has a charging problem. When leaving the unit running on battery, once the charge gets to 75%, the unit shuts off. There was no alarm or error notification.